Manufacturer narrative:
H10: two (2) devices were received for evaluation. A visual inspection was performed, and it was noted that the female connector was separated from the light blue mainbody of both returned samples. Functional testing including leak testing, clear passage testing, and clamp function testing were performed, and no issue were noted. Integrity of seal surface testing was also performed with no issue noted. The reported condition was verified. The cause of the reported condition was a manufacturing issue related to inadequate solvent application during the assembly process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name, address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) minicap transfer sets had connection issue. It was further described as "before the start of dialysis, when installing the extender peritoneal dialysis catheter, the connection unscrews when it should stay in square". There was no damage noticed on the transfer set which were replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.